Event description:
The customer reported to olympus that during the endobronchial ultrasound (ebus) procedure, there was an e309 light source connection failure and a b30 error code on the evis exera iii xenon light source causing a 45-minute procedural delay and extension of the patients anesthesia. The condition of the patient was not impacted, and the procedure was completed with another similar device. The problem did not affect the outcome of the procedure. The technical assistance center (tac) was called as a result of the issue and it was found that a cable was loose and after reconnecting the cable, the customer did not get the reported errors. There was no report of any additional intervention and no patient harm.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2023-00309.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the b30 error occurred due to the poor connection of (maj-1933) cable. The issue also resulted in a 45-minute procedural delay. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.